Event description:
A cartridge change error was reported with the pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised to inspect the cartridge and pneumatic tap area, finding no issues, and proceeded to replace the cartridge without technical support assistance. The cartridge was successfully loaded onto the pump, allowing the insulin process to resume.